Event description:
During a ptca/stenting procedure, two quantum maverick monorail balloon ruptured and removal difficulties were encountered with the liberte bare monorail stent delivery balloon. The patient was asymptomatic during this event. The lesions being treated were calcified and fibrous in nature and located in the proximal to mid right coronary artery (rca). The physician used a 6f diag statndard introducer sheath for left femoral vascular access as well as several guide catheters and guidewires during the procedure. The physician was unable to cross the proximal left circumflex lesion and it was left untreated. The proximal rca lesion was predilated several times, with a maverick monorail 4.0/15mm balloon, and then a quantum maverick monorail 4.0/12mm balloon, but the quantum maverick balloon ruptured on the second inflation to 8 atms. The lesion was then treated with three inflations of a 3.5/10mm cuttin balloon. The mid rca lesion was then treated with a quantum maverick monorail 4.0/12mm balloon, but it ruptured at 18atms on the fourth inflation and was removed. Further dilatations were performed on both the proximal and mid rca lesions prior to attempted delivery of a liverte 5.0/20 mm stent and a liberte 5.0/12mm stent, but neither was able to cross. Delivery and successful deployment of a liberte bare 5.0/16mm stent in the mid rca lesion was achieved after two inflations to 18atms each. The physician deflated the delivery balloon, but met resistance shen attempting to remove it. He inflated and deflated the balloon again, but again met resistance. The balloon was successfully removed after "several hard pulls". The stent remained in good position and the procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as "good.